Event description:
Patient had a m/gi total knee implanted on september 16, 1988 at general hospital. On august 28, 1992 patella and femoral components were removed and m/gii components implanted. The plastic on the metal back patella had worn through to the metal and this metal then damaged the femoral componentdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.